Event description:
This rv lead was implanted on (B)(6)2009 and was explanted on (B)(6)2018. In a product experience report received on (B)(6)2018 difficulty in removing this lead was encountered during a box change procedure. The setscrews were loosened and were removed completely, header was flushed with saline, outside of header was chipped away with a scalpel and diathermy was used to melt the plastic of the header. The physician was unknown at (B)(6)hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).